Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they talked to someone on the phone about the issue. Rep noted electrodes 4 and 5 were high and causing oor. Rep programmed around it and pt was able to control their settings now.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the settings not available message on their controller and the issue began today. The problem began when the patient attempted to adjust the intensity setting approximately 30 times without success. The patient tried using a different group setting but encountered the same message. The agent reviewed the "settings not available" message with the patient and advised contacting a manufacturer representative to clear the message and perform any necessary programming. The resolution involved educating the patient and providing information for further assistance. Additional information from the rep indicated that they had an x-ray and all leads are in place. They stated that they were able to program the device. The ins was dead. They stated that the stabbing pain in their right buttock has returned. They stated that there is no plan to resolve the issue. The reason for call was patient reported that their controller is not working and hasn't been working for a really long time. Patient stated that the controller works for about a week or two then quits. Agent asked clarifying questions and caller described that the controller was stuck on a certain number and they could not increase or decrease that number. Patient added that they had been working with their rep who has fixed the issue twice, however, patient stated it will work for about a week and then quit for a week or two and it takes practically a month before they get a hold of a rep. Patient stated that the rep thought one of the leads gone dead. Patient noted ever since rep has fixed the issue the first time, they get a 'knife' in their rear end. Patient noted this has gone away when they got their implant but even when rep attempted to fix this, it won't go away. Patient noted they felt desperate and then the rep was out of town. Patient mentioned that they just had a knee replacement and they can't deal with their back and knee. Agent attempted to troubleshoot the issue with the patient, but the patient stated they have the controller with them but they don't have time to troubleshoot. Patient requested for the agent to call back at a later time. Agent will callback later this afternoon for continued troubleshooting. Agent was not able to gather the controller serial number due to the nature of the call. When asked for the event date, patient stated several months maybe 3 or 4 months ago but confirmed year 2024. Agent called back for further troubleshooting with patient. Patient confirmed message they were seeing was settings not available cannot provide desired intensity settings: oor. Patient confirmed implant was charged and stated they had tried all 3 therapy groups and message appeared in all 3 when attempting to adjust intensity. Patient repeated previously documented information that a rep had cleared the message twice, which would only temporarily resolve. Patient added they have never gotten the same relief as prior to the message appearing, at least 3 or 4 months ago and confirmed they had been working with the rep since that time. Agent reviewed message as well as role of rep and redirected to healthcare provider (hcp) and rep to further address the issue. The rep was contacted for additional information. The rep noted they were going to meet with the patient that day, 2025-apr-01 regarding the issue. The rep was aware of the settings not available message, but reported that they had met with the patient before and ran an impedance check and there was no impedance issue. Rep was not aware of any lead issue, the rep suspected the settings not available was caused by impedances. During the call the rep mentioned another rep who could have met with the patient, and pulled up notes and indicated there was a note from 2025-mar-03 noting contacts 4 and 5 were out. Agent tried to clarify, rep indicated message could have been from the hcp. Rep noted they would be meeting the patient later that day and the rep noted they would reach out after the appointment. Agent repeated info to confirm with rep: no known lead issue/no dead lead, no impedances found previously, and only suspected previously.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.